Event description:
Customer reported the anaesthesia system screens switched off. Ventilation was maintained. Customer reportedly switched the adu off then on and resolved reported complaint. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.